Event description:
It was reported that the marker band on the catheter of a recovery cone removal system, allegedly moved. The catheter was inserted into the pt, and they could see on the monitor that the marker band was not in the correct location. It had moved during insertion to the mid point of the catheter. The cone had not been introduced yet. The catheter was retracted and a new device was used for successful removal of an ivc filter. No pt injury reported. A left jugular approach was used for the procedure; there was no significant scar tissue at the access site, and there was nothing out of the ordinary noted during insertion. The site was dilated with an 8f dilator and the 10f dilator of the recovery cone.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device has been returned for eval and the investigation is currently underway. It should be noted that it was reported that the vessel was dilated to 8f prior to insertion of the catheter. The instructions for use for this device state: "pre-dilate the accessed vessel with a 12f dilator."